Event description:
This complaint is from a literature source. It was reported that two patients developed major groin hematoma after catheter ablation. No medical intervention nor extended hospitalization were reported in the article. If additional information is received, information will be updated in a supplemental report. Title: ¿a minimal or maximal ablation strategy to achieve pulmonary vein isolation for paroxysmal atrial fibrillation: a prospective multi-centre randomized controlled trial (the (B)(6) study).¿ the purpose of this study was to compare the outcomes of (I) circumferential antral pulmonary vein isolation (cpvi) alone (minimal) vs. (Ii) cpvi with intervenous ridge (ivr) ablation to achieve individual pvi (maximal). The study was conducted between january 2010 and august 2013. There are no death events and device malfunctions reported in the publication. Other adverse events were reported in this article: - one patient pericardial effusion managed conservatively; - one patient retroperitoneal hematoma; - one patient neck hematoma (suspected device and manufacturer are unknown. Should more information be received, complaint for this adverse event will be opened as appropriate). Bwi takes conservative approach to open this complaint under ablation catheter thermocool smarttouch, however catalog and lot number are unknown. No catheter type is specified for each patient. Sheaths (st jude medical) were also used and considered suspected devices for hematoma injuries. Should more information be received, product for this adverse event will be modified as appropriate.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Concomitant products: lasso circular mapping catheter; ez steer thermocool or navistar; carto 3 mapping system. Other company¿s devices: 8 or 8.5 f long sheaths (sl1, st. Jude medical), brk-1 needle (st. Jude medical), reflexion spiral catheter (st. Jude medical), safiretm blutm (st. Jude medical), navx (st. Jude medical). (B)(6).